Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient representative reported for right side "pain", "rupture", ¿histiocytic swelling reaction associated with foreign material¿, "patient became concerned about the risk of lymphoma after being informed by the media","patient wanted their implants removed as a ¿preventive measure¿ and underwent an ultrasound prior to surgery. The ultrasound showed implant were ruptured". The following events were also reported which are not related to the device: fatigue / cramps and tingling in the legs / weight gain / intestinal problems / pain / dizziness / nausea / psychological complaints / concentration problems. The device has been explanted.